Manufacturer narrative:
Updated analysis summary by (B)(4) on march 17, 2022. Retainer ring = clear. Date of customer passing: (B)(6) 2021. Pump is returned with no allegation. Device had scratched case, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0869 inches. Device received with a depleted duracell alkaline battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the event date (B)(6) 2021 listed on smartsolve and the days prior to the event date. (B)(6) 2021 daily total of all insulin delivered = 24.1. (B)(6) 2021 daily total of all insulin delivered = 24.3. (B)(6) 2021 daily total of all insulin delivered = 22.1. (B)(6) 2021 daily total of all insulin delivered = 13. (B)(6) 2021 daily total of all insulin delivered = 12.9. (B)(6) 2021 daily total of all insulin delivered = 12.9. (B)(6) 2021 daily total of all insulin delivered = 12.9. Device passed the functional testing. Pump is returned with no allegation. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Date of customer passing: (B)(6) 2021. Device had scratched case, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0869 inches. Device received with a depleted (B)(6) alkaline battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the event date on (B)(6) 2021 listed on smartsolve and the days prior to the event date. On (B)(6) 2021 daily total of all insulin delivered = 24.1, on (B)(6) 2021 daily total of all insulin delivered = 24.3, on (B)(6) 2021 daily total of all insulin delivered = 22.1, on (B)(6) 2021 daily total of all insulin delivered = 13, on (B)(6) 2021 daily total of all insulin delivered = 12.9, on (B)(6) 2021 daily total of all insulin delivered = 12.9, on (B)(6) 2021 daily total of all insulin delivered = 12.9. Device passed the functional testing. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the customer passed away at home. The customer was hospitalized on (B)(6) 2021 due to lung and heart problems. The cause of death was lung and heart problems. The customer was wearing insulin pump at the time of death. The insulin pump will be returned for analysis. The case is reported only for the f.a results.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer passed away at home. The customer was hospitalized on (B)(6) 2021 due to lung and heart problems. The cause of death was lung and heart problems. The customer was wearing insulin pump at the time of death. The insulin pump will be returned for analysis. The case is reported only for the f.a results.

Manufacturer narrative:
(B)(4). Date of customer passing: (B)(6) 2021. Device had scratched case, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0869 inches. Device received with a depleted duracell alkaline battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the event date on (B)(6) 2021 listed on smartsolve and the days prior to the event date. On (B)(6) 2021 dailytotalofallinsulindelivered = 24.1, on (B)(6) 2021 dailytotalofallinsulindelivered = 24.3, on (B)(6) 2021 dailytotalofallinsulindelivered = 22.1, on (B)(6) 2021 dailytotalofallinsulindelivered = 13, on (B)(6) 2021 dailytotalofallinsulindelivered = 12.9, on (B)(6) 2021 dailytotalofallinsulindelivered = 12.9, on (B)(6) 2021 dailytotalofallinsulindelivered = 12.9. Device passed the functional testing. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.